Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptom/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after a percutaneous transluminal coronary angioplasty procedure. Reportedly, the suture failed to deploy. Hemostasis was achieved using a second proglide. There were no reported adverse pt sequelae. No add'l info was available. During device evaluation a posterior foot break was found.

Manufacturer narrative:
Evaluation summary: the device was received for evaluation without the link or both cuffs. Both needles were undisturbed. A posterior foot break was noted. No malfunction was found and without return of the cuffs, a root cause for the cuff miss and foot break could not be determined based on the investigation. A review of the device history record did not produce any findings relevant to this report.